Manufacturer narrative:
The problem was due to a burnt rear mirror. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "low power, rear mirror damaged."